Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge connection leaked which prevented insulin drops from being seen at the end of the infusion tubing. A cartridge and infusion set change was performed to address the issue. Blood glucose was 300 mg/dl.